Event description:
The customer stated that one patient sample generated discrepant results for the architect ca19-9 assay. An initial result of 37 was repeated at 14 and 68 (no unit of measure was provided). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being submitted against an ex-us product (02k91-25) that has a similar product (02k91-27) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The trend review identified normal complaint activity for this. The ticket review for the accuracy testing was completed to evaluate the assay performance of lot 20278m500. The testing met acceptance criteria. The investigation results showed that there is no product deficiency or malfunction and that the architect ca 19-9xr reagents are performing as intended. This issue is limited to a single patient sample and the customer completed limited troubleshooting beyond retesting the sample. After the sample was frozen it was sent out to the reference lab and tested on two architect instruments. The results were lower and similar results were generated on both instruments.